Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation, the procedure started with the positioning of the return electrode on the left thigh of the patient. After placing the return electrode , both legs were separated by sheets and both legs were in contact with the table and the return electrode leg was not suspended. The return electrode went around the thigh. The first lesion was treated with a cycle of 8 min and at this time. No burn or any type of heating was observed in the region of the return electrode. The two other lesions were close to each other. The electrode was inserted so that the active tip was in contact with the two lesions. In the fourth minute of the cycle the burn on the inner thigh and groin was noted. The burn was not in the same place at the return electrode, but above where the return electrode was positioned. As soon as the burn was detected, they end the procedure. During the cycles the power of the generator was maintained up to 100w.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No product was shown in the picture. The picture showed the patient and not the product. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not be performed due to no picture of the product was attached to the file. The investigation could not determine the root cause of the customer's report. The customer is advised to return the incident device back to medtronic, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the procedure started with the positioning of the return electrode on the left thigh of the patient. After placing the return electrode, both legs were separated with sheets and both legs were in contact with the table and the return electrode leg was not suspended. Being a pediatric patient, the return electrode went around the thigh, so it was pressed between the patient's thigh and the CT scanning table. The first lesion was treated with a cycle of 8 min and at this time, no burn or any type of heating was observed in the region of the return electrode. The two other lesions were close to each other and the electrode was inserted, so that the active tip was in contact with the two lesions. There was no problem encountered with the cool-tip since the presets are date and time and the others are configured according to the procedure / needle and request of the medical team. In the fourth minute of the cycle the burn on the inner thigh and groin was noted. The burn was not in the same place as the return electrode but above where the return electrode was positioned. As soon as the burn was detected, the procedure was ended. During the cycles the power of the generator was maintained up to 100w. The patient remained hospitalized for 15 days, was discharged and maintained outpatient clinic for local conservative treatment with nurse practitioner of the group of skin and wound care specialists. Used non-coverage adherent, semipermeable coating and barrier cream. Opted for re-hospitalization and performing a surgical procedure - excision and cutaneous flaps, where he remained hospitalized for another 07 days and followed up in outpatient follow-up.